Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log could not verify the reported increased intra-peritoneal volume (iipv) event. It was reported that the patient performed an off cycler manual drain, which are not recorded in the logs. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, an internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported event was not verified after the review of the logs and an evaluation of the device. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had experienced a high drain during peritoneal dialysis (pd) therapy indicative of an increased intra-peritoneal volume (iipv) event. The care giver stated that the last fill volume equaled 2000ml. The patient had drained using manual supplies and the drain volume equaled 3900ml. The technical service representative explained possible causes and reviewed that the last manual drain option was set to yes. There was no patient injury or medical intervention associated with this event. No additional information is available.